Event description:
In 2000, a pt underwent a rotator cuff repair and four (4) anchors were inserted. It is reported that the pt began rehabilitation exercise for the shoulder but it is alleged that the pt did not recover full shoulder function post operatively. In 2001, pt was readmitted for the removal of the anchors. Only parts of the implants were removed. Another rotator cuff repair was performed using 3 anchors and sutures. Per info received, the reporter stated that at the time of the first surgery, "the rotator cuff was under considerable tension". Unable to obtain info from user about how or if the anchors 'failed'.